Manufacturer narrative:
The initial decision to report the incident was incorrect, leading to the submission of the initial report in error. The event, where no laser spots were produced after connection, is not considered a reportable malfunction, and it is unlikely that a recurrence would result in serious injury. No further reports will be scheduled under mfg report number: 2028159-2024-01260. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during pars plana vitrectomy procedure, laser spot could not be produced after connecting an ophthalmic laser probe. Surgery was completed on the same day with an alternative probe and with no patient harm.